Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery excessively. The customer's blood glucose reading was between 345 mg/dl and 410 mg/dl. Troubleshooting was declined by customer as they indicated that it was a past event. The customer also indicated that they will not return the set or reservoir for analysis. The customer was advised to change the infusion set more frequently and to follow up with their doctor regarding their high blood glucose.